Manufacturer narrative:
.

Event description:
It was reported to philips that opcheck failed. This was further clarified by a philips fse as the device would not shock during opcheck. There was no patient involvement.